Manufacturer narrative:
The third party service agent reported to physio-control that the issue was clarified with the customer. The customer reported that the device would not print after the user test and would power off after 2 minutes. It was subsequently found that the printer paper was not positioned correctly and therefore the device could not print the user test. When the paper was positioned correctly, the device functioned as intended. There was no device malfunction.

Event description:
The customer contacted physio-control to report that their device had powered off unexpectedly after two minutes. The event occurred during testing. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had powered off unexpectedly after two minutes. The event occurred during testing. There was no patient use associated with the reported event.